Manufacturer narrative:
Additional information: section h4 (device mfg date) has been updated based on the returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues have been observed on sensor patch and sensor plug was properly seated. Data was downloaded successfully. Visual inspection has been performed on the sensor plug and observed that the snaps were broken off, causing improper seating of the plug in the mount. This causes poor connection between the rubber contacts and printed circuit board (pcb) contacts and causes the sensor plug to be unable to form a proper seal, which could lead to liquid ingress onto the pcb. Therefore, this complaint is confirmed. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer received third-party treatment of given "only sugar 10 iul" by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer received third-party treatment of given "only sugar 10 iul" by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.